Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline via an implantable pump. It was reported that the pump reservoir was 0 ml. The patient had moved from out of state and did not arrange for a new pain doctor. The patient missed refill appointment. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.